Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal unknown morphine 10 mg/ml at 0.5 mg/day and bupivacaine 4 mg/ml at 0.2 mg/day via an implanted pump. It was reported the event/difficulty occurred on (B)(6) 2022 during a procedure. It was reported during the pump replacement for normal elective replacement indicator (eri), a catheter revision occurred. The patient¿s pump reached eri in (B)(6). It was noted the surgeon attempted a catheter dye study and was unable to aspirate. After determining the bolus low enough if he pushed the dye through the side port based on the 24/dose, he proceeded with the dye study. It was reported the catheter was cracked and the patient was not getting drug into the intrathecal space. The decision was made to replace the catheter. The surgeon attempted to remove the spinal catheter but was not able to explant. The anchor broke off. The surgeon sutured where a spinal leak was noted. The catheter at the pump connector was explanted and 8780 catheter was implanted. The catheter was partially explanted, and the remaining catheter was not used/abandoned (surgeon was unable to completely remove the entire catheter, catheter tip left implanted). It was noted environmental/external/patient factors that may have led or contributed to the issue included the catheter was old (implanted in 2003). The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. The patient¿s medical history included chronic neck and shoulder pain.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial#: (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2022. Product ID: 8731, serial/lot #: (B)(4), ubd: 05-jun-2005, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.